Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted exiting the channel. A full technical evaluation was completed in accordance with the OEM specification, no defects were identified in relation to the customer specified fault. The channels were scoped using a slim diameter video endoscope to ensure no debris or damage had occurred. The investigator reported that all channels were satisfactory for further use. The investigator reported that based on previous investigations suggest the sponge / foam was from a third-party ¿boston scientific rx locking device and biopsy cap.¿ the cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the scope¿s biopsy channel was noted to be blocked. The intended procedure was completed with a similar device. There was no patient infection or injury reported. The device was returned to the regional repair center (rrc) for evaluation and during reprocessing a piece of sponge came out of the biopsy channel. This report is being submitted to address the foreign material exiting the biopsy channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to a third party sponge tearing and became lodged during reprocessing. A definitive root cause cannot be identified. The suggested event could be prevented because instructions for use (operation manual) states as follows: "instrument compatibility: refer to the ¿system chart¿ in the appendix to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage." Olympus will continue to monitor the field performance of this device.